Manufacturer narrative:
Initial.

Event description:
It was reported that the user ran out of insulin and delayed replacing supplies while preparing for work, after which blood glucose was slightly elevated; the user is on ilet with a dexcom g7 and uses a 6 mm/23 in infusion set. Symptoms included elevated blood glucose reported at 257 mg/dl. Outcomes included continuation of therapy without hospitalization and successful resumption of insulin delivery after supply replacement. Investigation included customer care troubleshooting and education, including full supply replacement. Investigation of this case revealed use error related to running out of insulin and partial-change intent, which was mitigated through education and full replacement of consumables, with device function restored. It was concluded, based on previously established findings for similar reports, that the cause was user-related maintenance/use issue addressed through troubleshooting and education.